Manufacturer narrative:
Corrected primary unique device identifier number.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d5, d9, e3, f1, f7, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-nov-2021 to 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service technician replaced the triple engine on drawer 1.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawer pockets did not release, preventing user access to medication during a procedure, causing delay. Customer stated that they tried recovering it but that did not work. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawer pockets did not release, preventing user access to medication during a procedure. The customer was not aware of the name of the affected procedure but stated that the issue was reported by the operating room team. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's mini drawer engine was not working as intended. A field service engineer replaced the mini drawer engine to resolve. The system functioned as intended.